Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/ pain") and genital haemorrhage ("very heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify she did not undergo test.". The patient's concurrent conditions included dysfunctional uterine bleeding, dysplasia, fibroids, menses irregular and cervical pap smear abnormal. Concomitant products included leuprorelin acetate (lupron depot) from 2015 to 2017 for birth control as well as paracetamol (tylenol). In (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), alopecia ("hair loss"), vaginal discharge ("unusual vaginal discharge") and abdominal pain lower ("severe cramping"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), emotional disorder ("hormonal changes describe: emotional"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacteria,") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, emotional disorder, bacterial infection and dysmenorrhoea had resolved, the genital haemorrhage, abdominal pain, back pain, alopecia, vaginal discharge and abdominal pain lower had not resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial infection, dysmenorrhoea, emotional disorder, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: birth control pills for bleeding (2015-2017),current weight 160 lbs diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 175 kgs. Most recent follow-up information incorporated above includes: on 19-mar-2019: plaintiff fact sheet received. Reporter information updated. Patient demographics were added, stop date of drug added, removal details were updated. Event weight gain, vaginal bleeding, menorrhagia, emotional disorder, infection (bladder/ urinary tract/vaginal) type: bacteria and she did not undergo test were added. Event pain outcome updated to recovered. Treatment drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("very heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), alopecia ("hair loss"), vaginal discharge ("unusual vaginal discharge") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (partial hysterectomy in order to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, alopecia, vaginal discharge and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.